Event description:
It was reported to philips that the processor pca with ECG out connector is broken. There was no patient involvement.

Manufacturer narrative:
The bench technician found the processor pca with the ECG out connector broken. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the processor pca with ECG out connector is broken. There was no patient involvement.